Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem; and the common device name field (d2a) in section d, suspect medical device.

Event description:
It was reported that the patient experienced a shaking sensation during implant of this cardiac resynchronization therapy defibrillator (crt-d) which was subsequently repositioned to be lowered by the physician. Currently, this crt-d exhibited signal search and was moving around. The boston scientific technical services consultant referred the patient to the physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced a shaking sensation during implant of this pacemaker which was subsequently repositioned to be lowered by the physician. Currently, this pacemaker exhibited signal search and was moving around. The boston scientific technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.